Event description:
Patient was being cannulated for venous/arterial extra corporeal membrane oxygenation. Surgeons cannulated the vein with the arterial catheter, and the artery with the vein catheter. The cannulas (side by side with trocar in the venous catheter) look identical. There are no markings (ex. Blue/red bands) to distinguish between the catheters.